Manufacturer narrative:
This report is being updated to provide additional information and corrected information.

Event description:
Update: the customer clarified 02jul2021 that the customer does not use an olympus generator or olympus grounding pads. The burn experienced by the patient is not related to the use of an olympus device.

Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation (although it is anticipated). The definitive cause of the users experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a transurethral resection of the prostate (turp) using a wa22067a passive working element, an a22043a 28fr resection sheath, an a0393 monopolar high frequency (hf) cable, an a22087a 28fr deflecting tip obturator, and an a22052a rotatable luer-lock irrigation port, the grounding pad was not placed properly on the patients leg and the patient experienced a serious burn. The burn occurred during the procedure as the urologist activated the electrode to resect prostate tissue. The procedure was cancelled due to the burn. It is not known what intervention was required to treat the burn. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided. (B)(6) reports the wa22067a. (B)(6) reports the a0393. (B)(6) reports the a22087a. (B)(6) reports the a22052a. (B)(6) reports the a22043a.